Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory. Review of the impedance trends indicated low hv lead impedance during therapy delivery. The device was tested on the bench and a damaged output circuit transistor was noted.

Event description:
It was reported that the patient expired after the device was unable to provide more than one hv therapy due to possible high voltage circuit damage. It was noted that the patient went into ventricular tachycardia; the device delivered atp therapy but failed to convert patient and the arrhythmia accelerated into ventricular fibrillation. The device delivered one unsuccessful hv shock and attempted to charge multiple times, but could not deliver any additional therapy.